Event description:
It was reported that after the lead was implanted the patient returned to the cauterization room after abnormal electrocardiogram monitoring. After programming the device it was noted that this lead had dislodged thus a revision took place. After many attempts to reposition the lead it was not possible to fixate the lead into the myocardium thus the lead was explanted. Should the lead be returned for analysis this investigation will be updated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that after the lead was implanted the patient returned to the cauterization room after abnormal electrocardiogram monitoring. After programming the device it was noted that this lead had dislodged thus a revision took place. After many attempts to reposition the lead it was not possible to fixate the lead into the myocardium thus the lead was explanted. Should the lead be returned for analysis this investigation will be updated. No adverse patient effects were reported.